Event description:
The patient experienced unspecified problems and underwent physical therapy. It was not clear if these problems were related to the implanted system. The physical therapist performed a therapeutic ultrasound and the patient experienced pain within 24 hours. The patient was unable to eat or during for 1.5 weeks after the therapy session. The patient also noted that she received error messages on her patient programmer. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).